Event description:
On (B)(6) 2009, the patient reported he noticed yesterday that there is condensation inside the cartridge chamber of his insulin infusion device. He said, he filled his cartridge with cold insulin and could not remember if he attached the adapter and tubing to the cartridge prior to inserting it. He was advised to do so. He stated there is no damage to the insulin cartridge or to the rubber stopper. To troubleshoot, the patient was instructed to disconnect from his infusion device and allow the cartridge chamber to air dry. He said, he would switch to his backup device when he got home. On follow up with the patient, he stated, he allowed his primary device to dry and has had no further issues with moisture. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.